Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedances and threshold measurements. An x-ray revealed that the lead dislodged due to twiddler's syndrome. No adverse patient effects were reported. The lead was surgically abandoned and replaced without incident.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.